Manufacturer narrative:
Other device involved in this event: serial #: (B)(4), exp. Date: 03/31/2017. Yes device is available for evaluation. Returned to manufacturer on 03/31/2017. No. Device evaluation anticipated, but not yet begun. Additional information received indicated that the patient identified which battery was "causing" the power switching. The battery was replaced. The battery capacity was greater than 25% at the time of the event occurred. The power switching could not be reproduced by manipulating the battery connections and/or cables. The event was not associated with any pump stops. There was no damage noted to the controller or to its' power connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient noted unnecessary battery switching and false battery alarms. The patient monitored which batteries had this issue. The battery was exchanged on (B)(6) 2017. There continued to be unnecessary power switching. The controller was subsequently exchanged. The patient was reported to have tolerated the exchange well. There were no reported consequences or impact to the patient. Of note, the patient was questioned, and revealed that he keeps his cellphone next to his controller in his patient pack. The patient was instructed to refrain from this practice.

Manufacturer narrative:
Other device involved in this event: unk-battery / catalog number 1650 / expiration date: unk. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching and false battery alarms. The battery and controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis did not reveal any anomalies during the reported event date. Failure analysis of the returned battery and controller revealed that the devices passed visual examination and functional testing. The battery was able to adequately provide power to a test controller and the controller performed as expected during bench testing. As a result, the reported event could not confirmed or duplicated during testing. No failure detected; the reported event could not be duplicated during the analysis of the battery and controller. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.